Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure for an acute-stage cerebral infarction (ic-top) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician placed another manufacturer's guiding catheter in the left common carotid artery and then advanced another manufacturer's microcatheter coaxially through the 5max ace to the ic-top. The physician then removed the microcatheter and used the 5max ace to remove thrombus using a direct aspiration first pass technique (adapt). Subsequently, upon removing the 5max ace from the patient, the physician noticed that it was kinked. Therefore, the procedure was successfully completed using a new 5max ace and patient revascularization was achieved. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 3.8 cm from the hub. Conclusions: evaluation of the returned device confirmed that the 5max ace was kinked. This type of damage likely occurs due to improper handling during use. If the proximal end of the device is forcefully gripped or otherwise compressed during use, damage such as this may occur. 5max ace devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.